Event description:
It was reported that the patients received end of life battery message. The patient underwent an ipg replacement procedure and doing well post operatively. The explanted device was kept at the facility.